Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the patient experienced difficulty getting a cartridge to fit into the ilet. The patient¿s mother assisted with the supply change after initial attempts, including rewinding the pump, were unsuccessful. A new cartridge was inserted, and it fit properly after being attached to the connector separately from the pump. Blood glucose was elevated due to the supply change and temporary lack of insulin, reaching a high of 314 mg/dl and remaining out of range for approximately one hour. The ilet provided alerts for high blood glucose. The patient¿s mother, acting out of kindness, performed the supply change, and no medical intervention was required. The patient experienced no symptoms, and no ketone testing was performed. Blood glucose began to decrease after the supply change and subsequent insulin delivery, and later readings were within range at 173 mg/dl. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.